Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date (B)(6) 2013, inratio inr 2.0, laboratory inr 6.1. The time between testing was three (3) hours. Therapeutic range was not provided for the pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Action: data analysis performed on inr results provided by customer. Reviewed retain testing on reported lot number 305274. Investigation: three hours elapsed between each method of testing. If the time between the tests exceeds three hours, changes in pt's status may contribute to unexpected results. Three hours is considered a reasonable length of time between readings in order for comparison to be valid. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date (B)(6) 2013, inratio 2.0, reference 6.1, mean 4.05, confidence limits 2.3 - 5.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were outside of the confidence limits for inr testing. The results were considered discrepant within the context of the documented variability for inr testing. In-hours therapeutic donor testing was performed on reported lot #305274 on 07/31/2013. Results as follows: donor (B)(4); inratio 3.2, 3.1, 3.5; reference 3.67; bias threshold 2.67 - 4.67; %cv 6.37. Donor (B)(4); inratio 2.2, 2.0, 2.2; reference 1.90; bias threshold 1.40 - 2.40; %cv 5.41. All products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was returned, therefore, retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4) discrepant result complaints were reported for lot #305274, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action; no further action is required at this time. This issue will be subject to tracking and trending.